Manufacturer narrative:
(B)(4). Date sent: 2/22/2016. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: could you confirm that hemostasis was achieved laparoscopic or endoscopic? Yes, hemostasis was achieved endoscopic. Was a second surgical procedure performed? No. Was there any issue with device performance in initial procedure? No. Did the surgeon wait 15 seconds prior to firing? No information. What were the results of the jjkk preliminary investigation? B-shaped staples were confirmed to be attached to the jaws and ecr60w by visual inspection. Was it confirmed that these devices were the ones used in procedure? Yes. What is the current patient status? The patient is stable.

Event description:
It was reported that after an open pancreaticoduodenectomy, it was found on the next day of the operation that bleeding occurred from of the anastomosis site between the stomach and the jejunum. Bleeding was found by the drain. Bleeding was arterial hemorrhage and occurred from a part of the proximal site of the staple line. Bleeding was stopped with a clip endoscopically. The amount of the bleeding was unknown. Blood transfusion was not required. A blue cartridge was used with the anastomosis. At other firings in the initial procedure, a white cartridge and a gold cartridge were used with the device without problems. At present, the patient is stable. The doctor said that the doctor didn't confirm the shapes of all staples in the procedure, but the shapes of staples seemed to have no problems. The doctor thought that the target tissue was slightly tensioned, but the tension was within the usual range.

Manufacturer narrative:
(B)(4). Batch # m55t0l. The analysis found that one pce60a device was returned in good visual condition and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.